Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a staph infection. The surgeon wanted to do a washout and poly swap.